Event description:
The sales rep reported that while doing a us biopsy with mammotome legacy, doctor (B)(6) encountered difficulty when putting marker in and felt that more force than necessary was needed for insertion. Tried to deploy and had trouble and did not see marker come out under us, went to remove both parts from breast together and noticed a tenting of the skin beyond the tip of the probe. With some manipulation was able to remove but marker was still in the sample notch space and the orange tip of marker was gone. She placed another marker successfully and confirmed on mammo the placement of both marker and probe tip in the breast. She tried to get it out without success.

Manufacturer narrative:
(B)(4). Investigation summary: the device was not returned for investigation; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, the most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk when attempting to remove the applicator shaft through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing.